Event description:
It was reported that the pulse generator was in back-up mode. The eri byte was checked and the device was not at elective replacement indicator (eri). Several attempts to perform a download failed. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.